Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: open surgery. The needle fragment dropped in the abdominal cavity. The patient¿s condition after the surgery is unknown. Doctor's comment: the gripping position was at the center of the needle. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? :no. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain :no. Patient's current condition: no further information is available. Device return status/follow up: when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that the patient underwent an open rectal resection procedure on (B)(6)2019 and the suture was used. During the surgery, the needle was broken at the body part during continuous suturing in the abdominal cavity after passing some needles through the tissue. It took about 30 minutes for searching the broken needle, but it could be found. There were no patient consequences reported. The doctor opined that the gripping position was at the center of the needle.

Manufacturer narrative:
(B)(4). A suture needle was submitted for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominantly intergranular, which is evidence of a brittle failure. Microvoid coalescence was observed on some of the intergranular facets. This was a non-ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The needle exhibited amounts of intergranular failure.